Event description:
Customer reported an intermittent filming error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and regreased the high voltage tank connectors. System operates as intended. This MDR is related to ge healthcare complaint.